Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Verbatim: I wanted to reach out to you, as we have been noticing what appears to be rubber coring of the vial lid as meds are being drawn. Material#: 305180, batch#: 4270179, 4178014, 4270192, 4270202, 4332712, 2117433, 4212679, 4305291, 4270176, 4305304. Additional information: is the same needle being used to puncture multiple vials? No. What angle is the needle entering the vial at: 90-degree or 45-degree angle? 90.

Manufacturer narrative:
(B)(4) follow up for device evaluation a report was received indicating the presence of rubber coring on the vial lid. To support the investigation, sixteen sealed blister-packaged samples and two photographs were submitted for evaluation by the quality team. The samples included three units each from lots 4178014 and 4332712; two units each from lots 4270202 and 4305291; and one unit each from lots 4270192, 4305304, 2117433, and 4270179. A visual inspection was conducted using a 30x microscope. No damage, defective grinding, or hook anomalies were observed. The bevels and etching appeared within acceptable parameters. The photographs depicted a vial with a dark-colored speck; however, no further information could be derived from the images. A device history record (DHR) review was completed for material number 305180, covering lots 4270179, 4178014, 4270192, 4270202, 4332712, 2117433, 4212679, 4305291, 4270176, and 4305304. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections were performed in accordance with specification requirements. Based on the investigation and analysis of the returned samples, the reported issue could not be confirmed.